Event description:
A bipap auto biflex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the device evaluation, the service technician observed foam particles, insect infestation, dust and dirt, and an unknown contaminant inside the device. Additionally, the service technician also noted multiple error codes (e55, e65, e66). The service center scrapped the device after the evaluation was completed.